Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The customer complained of a low questionable elecsys estradiol iii assay result tested on a cobas 8000 e 801 module. The initial estradiol result was 11.2 pg/ml. The initial result was released outside of the laboratory but was questioned by the clinician as the result was not compatible with the other clinical findings. On (B)(6) 2019, the same patient sample was tested again with a 1:5 dilution. The estradiol result was 8,360 pg/ml and was deemed to be correct. On (B)(6) 2019, the same patient sample was tested without a dilution. The estradiol result was > 3,000 pg/ml with a data flag. There was no allegation of an adverse event. Calibration and qc results were acceptable on the day of the event. The estradiol reagent lot was 319820 with an expiration date of 31-mar-2019. The investigation is currently ongoing.

Manufacturer narrative:
The calibration was within expectations. The associated qc data was within range. No generic reagent issue was found on the day of the issue. The alarm trace does not show an issue. The measuring cells of the instrument were changed at the end of january 2019. The investigation did not identify a product problem. The cause of the event could not be determined.